Manufacturer narrative:
The ventilator's turbine was found defective; the ventilator failed the pre-use check (puc) during pressure transducer test (mon). The ventilator was investigated on site by our service engineer.to solve the issue, the blower module assembly was replaced and returned for further investigation. The provided logs confirm the reported error at date of reported event. A simulated test in a ventilator generate the same error during puc and failed the monitor pressure transducer test failed an abnormal sound from blower module was noticed during ventilation as well. Ventilation was performed during eight days without deviation. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).